Event description:
Customer reports to have physical damage of insulin pump. Customer reports that insulin pump was cracked on display screen above act button. Customer does not know how damage occurred. Customer's blood glucose was 123 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with minor scratched display window. Unit received with cracked lcd window.